Event description:
It was reported to philips by a customer that the unit's check vent alarm led failure (ec 1105). Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed confirmed the reported issue. The rse provided the biomed with the part number for the power switch overlay. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer, and it is unknown if any parts or repairs have been conducted. A supplemental report will be submitted if new information is received.